Event description:
During preparation; the delivery wire was pushed forward in the dpu for checking. There was resistance and the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g12573) herniated out from the sheath. It was noted during analysis that the coil was received severely damaged.

Manufacturer narrative:
During preparation; the delivery wire was pushed forward in the dpu for checking. There was resistance and the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g12573) herniated out from the sheath. It was noted during analysis that the coil was received severely damaged. The coil was received severely damaged and the distal section of the green introducer was severed and not returned. Due to the severely damaged coil and the missing distal section of the introducer, the root cause of the coil¿s resistance followed by the coil herniating outside the sheath cannot be determined. In addition, without the return of the severed green introducer, the sl-10 microcatheter (details unknown), the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.